Event description:
Additional information was received confirming that the vns had been explanted prior to the patient's death. The reason for explant was due to the patient's seizures being well-controlled at that time, and the vns was no longer desired. No complaints were made against the vns regarding the reason for explant. No additional relevant information has been received to date.

Event description:
It was reported that the patient passed away due to sudep. The patient's mother reported that the vns was explanted approximately 2 years prior; however, no confirmation of the vns explant was received from the patient's physician. No additional relevant information has been received to date.